Event description:
It was reported the customer was hospitalized while using their insulin pump. It was also reported the customer had several alarms on their insulin pump. Customer received an unexpected restart alarm, signal too low alarm, and a displayable history check failed on start up alarm. Customer's blood glucose was 133 mg/dl at the time of the call. Troubleshooting found the insulin pump passed a self test. Customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-00539.